Manufacturer narrative:
Product analysis does not support the reported issue of forward firing product evaluation: failure analysis for fiber (B)(4): the metal cap exhibits moderate char; the glass cap exhibits severe devitrification at output window; the metal cap is loose from the glass cap; the beveled edge at the output window is off center; the glass cap can rotate off center; the outer flow tubing exhibits severe contamination, likely biologic. Probable root cause: based on the product analysis results, the product complaint of " forward firing" could not be confirmed; a glue failure was found; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, ¿forward firing and/or fiber damaged at tip occurred inside pt.¿ @ 67,270 joules,100 ml. Time expended 12:04. The procedure was completed with a second fiber. There was ¿no patient injury.¿

Manufacturer narrative:
(B)(4).